Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson within 24 hours of having attempted unsuccessfully to use the aviva system due to e-7. Customer states she may have taken less novolog if she had known her reading. She was not able to get a reading on saturday (B)(6) 2013 and passed out at the grocery store. Customer states she took 20 units of novolog as she normally does at 8 am and has breakfast about 15 minutes later. Customer normally takes 20 units in the morning if the reading is 150 mg/dl or higher, but she states she normally 15 units if it is below the 150 mg/dl mark. On that day she could not get a reading. She did take her medicines as she normally does by taking 20 units in the morning. Customer had lunch at around 12 noon and then went to the grocery store around 1 pm on saturday. Customer stated that while shopping, she began to feel disoriented and suddenly fainted. Customer fell to the ground states she was passed out for about 1 minute. Customer states she believes it is related to her blood sugar level since she felt better after someone gave her a (B)(6). Emts did arrive but they did not treat the customer, she stated she felt ok by the time they arrived. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.